Event description:
A customer observed a false negative vitros anti-(B)(6) result from a single pt tested on a vitros eciq analyzer. The pt was believed to truly (B)(6) reactive. False negative results may lead to inappropriate physician action. The false negative result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the initial vitros (B)(6) result was 6.37. The vitros (B)(6) instructions for use (IFU) state that results greater than 4.80 require dilution and re-test. The customer did not follow the IFU. Diluting and re-testing per the MFR's IFU produced the expected result. The root cause for the false negative vitros (B)(6) result is user error.